Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 18th april, 2022 getinge became aware of an issue with one of surgical lights - hled 700. It was stated the arm came off and the headlight fell during the operation. There was no health hazard to the patient or doctor as the staff supported the fallen headlight. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled 700. It was stated the arm came off and the headlight fell during the operation. There was no injury nor any other negative outcome to the patient or doctor. According to the obtained information, the staff supported the fallen headlight. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. According to the information provided by the service unit, the device was inspected and the repair work has been completed. The device has been restored. It was established that when the event occurred, the surgical light did not meet its specification as detachment of the headlight could be treated as technical deficiency and it contributed to the event. The device was being used for patient treatment when the issue occurred. During the investigation it was found that in the past the reported scenario has never lead to serious injury nor death. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is very low. Based on the technical analysis loose spring arm¿s safety sleeve is due to the loosening of the safety screw because of an incorrect initial tightening or a lack of inspection during the installation or the maintenance. To prevent the loosening and the absence of the screw, the installation manual describes how to assemble the safety sleeve, the maintenance manual mentions to check for any loose covers and the service protocol included in this document mentions to check the presence of the spring arm¿s safety sleeve and the presence of the fixing screw. The loosening and the absence of the safety sleeve screw can lead to the translation of the safety sleeve causing the fall of the light head. To prevent the risk of the separation of the light head, maquet dispatched the informative technical notice n.i.t. 210 reminding the importance of the tightening control after installation or maintenance. We believe that all remaining devices are performing correctly in the market. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).